Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via phone call that the customer had a button error alarm. Customer has replaced the battery, but the alarm persisted. The customer's blood glucose was unknown. The customer also stated the buttons did not work properly on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarm during our testing. No cosmetic damage noted during our physical inspection.